Event description:
It was reported that the subcutaneous lead was fractured. The lead was partially removed and not replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous lead was fractured. The lead was partially removed and replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.